Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing determined that the computer for the imaging system and power board required replacement. Replacement parts were shipped to the site on 1 july 2014. After replacement, the imaging system then passed the system checkout and was found to be fully functional. The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The imaging system computer was returned to the manufacturer for analysis. The testing found that the bios configuration was off, while the cmos battery was found to have a voltage of 0.1v rather than 3.3v. Confirming an electrical failure due to the cmos battery. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when attempting to start the imaging system. The system displayed a message stating "system booting please wait." While the viewing station started normally. Initial troubleshooting was performed by restarting the system without the viewing station plugged in. The troubleshooting did not resolve the reported issue. There was no patient present when this issue was identified.